Manufacturer narrative:
Further investigation is being conducted and will be included in the follow up report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature publication was reviewed: miceli f, demirxhiu g, di girolamo a, et al. Mid- and long-term results of covered stents for iatrogenic common femoral artery injury. Biomedicines. 2025;13(12):3075. This study evaluated the mid- and long-term outcomes of endovascular repair of iatrogenic common femoral artery (cfa) injuries using gore® viabahn® self-expandable endoprosthesis with propaten bioactive surface (viabahn devices) and gore® viabahn® vbx balloon-expandable endoprosthesis (vbx device), as well as the non-gore advanta v12 balloon-expandable covered stent. A total of 41 patients (mean age: 79 years) treated between february 2015 and may 2024 for cfa pseudoaneurysm, arteriovenous fistula, arterial perforation, or retrograde dissection following transcatheter aortic valve repair, coronary angiography, endovascular aortic repair, diagnostic angiography, or percutaneous transluminal angioplasty were included. Endovascular repair with covered stent implantation was performed in urgent or elective settings, and outcomes were assessed through clinical and doppler ultrasound follow-up extending to long-term surveillance. The cohort included 10 pseudoaneurysms, 2 arteriovenous fistulas, 27 arterial perforations, and 2 retrograde dissections. Covered stents used included 31 gore viabahn devices, 4 gore vbx devices, and 9 advanta v12 devices; 3 patients required implantation of 2 overlapping gore viabahn stent-grafts. Technical success was achieved in 40 of 41 patients. One patient with cfa perforation after transcatheter aortic valve repair underwent implantation of 2 viabahn covered stents for persistent bleeding, subsequently required open conversion, massive transfusion, and died several hours later. Thirty-day mortality included 3 deaths due to heart failure, acute respiratory failure, and acute myocardial infarction, with no procedure-related deaths reported during follow-up. At 1 year, no restenosis, intimal hyperplasia, stent-graft rupture, migration, occlusion, infection, major amputation, minor amputation, or procedure-related reintervention was reported. At a mean follow-up of approximately 51 months, 26 patients available for assessment demonstrated continued stent patency, with no procedure-related reinterventions and no reported stent kinking, fracture, rupture, occlusion, infection, or amputation. This case captures implantation of gore viabahn stents in a cohort with iatrogenic cfa injury, including 1 report of persistent bleeding after placement of 2 overlapping stent-grafts requiring open conversion, massive transfusion, and subsequent death, while no device-related reinterventions, occlusions, fractures, ruptures, infections, or amputations were reported during follow-up.